Manufacturer narrative:
It was determined that the rv lead had fractured. The rv lead was surgically abandoned and replaced with a non-bsc lead. This crt-d and the lv lead remained actively in service without further issue. To date, information suggests that these medical devices remain actively in service. As new information becomes available, this report will be further evaluated and updated. Until then, the investigation remains open.

Manufacturer narrative:
(B)(4). The device was returned for testing after explantation due to infection. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator in association with the transvenous right ventricular (rv) lead and transvenous left ventricular (lv) lead did exhibit greater than 2,000 ohms pace impedance measurements respectively. There was some noise present on the episodes that were viewed. As a result of noise oversensing, the patient did receive some inappropriate shocks. The patient had a fall about one month prior.